Manufacturer narrative:
Product complaint # ==> (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The analysis results found that the strap25 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the provided device was activated manually and straps were delivered properly. The device trigger was locked as normal process because the lock-out indicator turned 100% orange color. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that the patient underwent laparoscopic umbilical hernia repair procedure on (B)(6) 2017 and absorbable straps were used. During the procedure, the tacks would not embed deep enough. The procedure was completed with another like device. There were no adverse patient consequences reported.